Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a ventricular ablation procedure using a sphere catheter, premature ventricular contractions were present. The case was completed with pulsed field ablation. Reablation at a later time was performed at the mitral anterolateral pillar then the lateral pillar. The ablations were unsuccessful and surmised to be an epicardiac connection issue. Eleven months after the procedure, the patient returned to the hospital for a routine exam and a transesophageal echocardiogram (tee) was performed. A mitral valve prolapse with mitral leak, and atrial aneurysm were discovered. The patient was asymptomatic, but was administered hypertension and heart failure medications. No further patient complications have been reported as a result of this event.